Event description:
It was reported that (2) devices were used during a nissen. It was reported by the affiliate that the er320 instruments' clips fired skewed and clips shot (ejected). Another instrument was used to complete the case. There was no consequence to the pt.